Event description:
Information was received from a company representative regarding a patient who was receiving lioresal (concentration 2000 mcg/ml, unknown dose) via an implantable pump for intractable spasticity. The pump was flipped in the pocket and needed to be refilled. It was noted that the patient fell approximately 6 months prior to this report date while playing putt putt with his dad, this was a factor that may have led of contributed to the issue. A pocket revision was done; the pump was turned over, pulled out of the pocket with the full system left untouched, approximately 2cc of baclofen was pulled from the pump and then it was refilled with 40cc of baclofen 2000 mcg/ml, a mesh pouch was used to suture down the pump several times in the pocket to prevent future issues. There were no symptoms mentioned. At the time of this report, the issue was resolved and patient status was "alive - no injury." Additional information from the manufacturing representative (rep) indicated that the flipped pump event was suspected by the managing doctor and the revision surgeon. The rep was notified by the revision surgeon upon arrival for the procedure that he was suspecting that the pump was flipped. The rep tried to interrogate the pump pre-op and was unable to get a connection. The patient and his family also let the rep know that the patient was scheduled for a refill and they thought it was flipped.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.